Event description:
On (B)(6) 2012 the reporter contacted animas to report that the pump would not power on, and there was moisture in the battery compartment. The patient noted the keypad was cracked, which could lead to moisture ingress into the pump. There was no damage seen to the battery compartment or battery cap. There was no patient injury associated with this issue. However, as the power issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.